Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited fast right ventricular (rv) lead pacing during an atrial flutter ablation. In addition, it was reported that post ablation procedure, the shock lead impedance measurements rose to 140-200 ohm range. Subsequently, a 5 joule commanded shock was performed. The shock impedance measurement post commanded shock was 70 ohms, within range for this lead. The crt-d system remains in service at this time. No additional adverse patient effects were reported.